Event description:
It was reported that the pt experienced a loss of therapeutic effect. Her therapy worked great for her, but now she can "hardly make it to the bathroom" and sometimes "very little comes out". Further info is being requested from the hcp.